Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device is not available to be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Evaluation of the delivery system related imagery revealed a circumferential and radial balloon burst of the balloon. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. The reported events were confirmed by evaluation of provided device related imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Regarding the report for the balloon rupture, during manufacturing balloons are 100 percent visually inspected at several different steps and devices are 100 percent leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Therefore, it is unlikely manufacturing non conformance could have contributed to the complaint event. Evaluation of the delivery system related imagery revealed a circumferential and radial balloon burst of the balloon. Available information suggests that this event could be relevant to an existing technical summary as it documents the root cause analysis on balloon bursts in a calcified landing zone. It provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Review of similar previously evaluated complaints suggest that patient factors (calcification) may have contributed to the balloon burst. Despite the lack of information provided (e.g. Degree of calcification was unknown), it is possible that the presence of calcification may have created a challenging anatomy for balloon inflation, resulting into balloon burst as reported. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, a definite root cause was unable to be determined in this case due to lack of information provided. Regarding the withdrawal difficulties, in this case, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Additionally, the presence of sheath liner delamination could be an indicative of high withdrawal forces. As sheath was previously damaged, it could cause further resistance as the delivery system was withdrawn into it, leading to withdrawal difficulty as reported. As a result, a surgical intervention was performed to remove the devices. As such, available information suggests that procedural factors (withdrawal of burst balloon, delamination of sheath liner) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding an implant of a 26mm sapien 3 ultra resilia, the 26mm commander delivery system balloon ruptured horizontally during deployment. During removal, the 14f esheath was damaged (delamination) during retrieval. The devices were removed via right femoral with assistance from vascular surgery (cutdown).